Manufacturer narrative:
Patient code: 2120,1928,1932, 3191 - overactive bladder. T was reported that patient underwent concurrent transvaginal hysterectomy procedure. It was reported that following insertion the patient experienced urinary incontinence, vaginitis, urinary tract infection and overactive bladder. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.